Event description:
It was reported that the lead had punctured the lung and required revision, causing pain and discomfort to the patient. It was also mentioned that when the patient is outside the area around the device gets warm. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturing report number (B)(4) and as a result this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had punctured the lung and required revision, causing pain and discomfort to the patient. It was also mentioned that when the patient is outside the area around the device gets warm. The device remains in use. No patient complications have been reported as a result of this event.